Event description:
This patient was enrolled in the study. At the time of the procedure, the patient was asymptomatic. The procedure included treatment of a lesion in the right proximal internal carotid. Prior to the revascularization procedure, an angiography was conducted revealing 80% stenosis. The lesion was 20.0mm long and presented a 6.0mm reference vessel diameter, the patient has an aortic arch type I. The lesion was eccentric, calcification was moderate and >=3mm width and severe vessel tortuousity. During the procedure the vessel was successfully traversed and the 6mm angioguard filter was successfully deployed. Lesion pre-dilation was then performed and the lesion was then stented using an 8x40mm precise stent which was easily deployed. The patient, at this point became somewhat hypotensive but remained completely neurologically intact. The patient was administered fluids and the patient's pressure was treated pharmacologically. A repeat angio was performed and demonstrated that the stent lay through the stenosis with improvement, but there was a residual stenosis of 50-60%, no dissection and good flow. It was decided that balloon dilating would prove to be a hemodynamic stress and fatal for the patient as such the angioguard filter was removed. Recovery of the filter demonstrated again good flow in the internal carotid. At this point the patient developed a clear-cut neurological change, the patient had a sudden change with left hemiparesis, aphasia, dysarthria and left-sided neglect. At this point, the patient's blood pressure was responding to the medication. Repeat imaging after abandoning further treatment and post-dilation of the lesion due to severe hypotension demonstrated, there was very low flow with no clear definition of thrombus, but apparent obstruction of the lesion with in-folding of some of the stent struts or possible just residual stenosis which worsened. Post-balloon angioplasty of the narrowed stent to 5mm demonstrated less than 20% residual stenosis and no dissection and markedly improved flow. Intracranial imaging demonstrated no large vessel embolic changes and the possibility of a single small posterior parietal branch with some delayed flow distally, suggesting possible embolization. At the time of leaving the angio suite, the patient was moving his left hand but had severe left sided neglect and some dysarthria. The patient was diagnosed with a transient ischemic attack (tia) with duration of less than 24 hours, the patient had full recovery with no deficit. Three days post index procedure, the patient was discharged three days later.

Manufacturer narrative:
The product is available for evaluation. This is one of two products involved in the same patient and reported under manufacturing number: 9616099-2008-02433. Additional info will be submitted within 30 days upon receipt.